Manufacturer narrative:
Submit date: 06/07/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit infuses 21% more than what the unit was programmed to infuse. No patient involvement.

Manufacturer narrative:
Submit date: 10/25/2016. An investigation of kangaroo joey pump was performed for the reported condition of; the unit infuses 21% more. The unit was triaged and the complaint could not be confirmed. The unit was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications.